Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had tubing in his lung and the front therapy pad rubbed against it causing the patient to have pain and irritation. The patient reported that it was harder to breathe when he had the tubing in his lung. There was no alleged device malfunction contributing to the irritation. The patient temporarily removed the lifevest to get relief, as instructed by his nurse. Follow up indicated that the patient's irritation improved and continued use of the lifevest.